Event description:
The international customer reported the ventilator displayed a pressure sensors failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As noted, if the reported problem occurred during normal ventilation operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturer's service representative reported the reported problem was intermittent. The service representative reported the motor controller board and data acquisition pcb boards, solenoids & motor controller pcb board to data acquisition pcb board cable were replaced to address the reported problem.